Event description:
It was reported that the user performed a full supply change on the insulin pump, accidentally confirmed tubing fill completion before drops were observed, and then, with guidance, navigated to the cartridge menu to complete a tubing fill until drops were seen, after which insulin delivery resumed without replacing the infusion site. Symptoms included no reported adverse clinical effects. Outcomes included successful restoration of insulin delivery with user education provided. Investigation included customer service troubleshooting and procedural education focused on correct cartridge and tubing fill steps. Investigation of this case revealed user procedural error during supply change, resolved by completing the tubing fill via the cartridge menu; no device or component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error with appropriate use reinforced through troubleshooting and education.